Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. A getinge field service engineer (fse) evaluated the unit and examined fault log, observed fault code#63. Following evaluation protocol as per service manual to examine proper fan operation, no obstruction to fan, excessive dust collection and motor compartment wiring to fan was performed. Passed all examinations. Unit passed all functional and safety tests per factory specifications, returned to customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit had an error code 4. The patient harm/injury is unknown.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit had an error code 4. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).